Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's caregiver reported the user experienced hyperglycemia with blood glucose (bg) readings of 600 mg/dl confirmed by fingerstick while using the ilet bionic pancreas with a contact detach infusion set. Following troubleshooting, it was determined that insulin was not reaching the user, and a full supply change was completed. At follow-up approximately one hour later, the bg level was 594 mg/dl. The caregiver agreed to continue monitoring. No ketones were reported and no hospitalization occurred.